Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic radical resection of the right lung cancer, the surgeon used a vascular suture, after suturing two stitches, the needle in the chest cavity was taken out and the next suture was about to be performed, but it was found that the suture needle was accidentally broke into two pieces. The head nurse was notified and immediately searched for the needle in the surgical area and on the operating table. Then, the broken needle was found in the clean bag on the operating table. The hand-washing nurse and the circulating nurse checked the integrity of the needle together. After confirming that it was intact, the head nurse and the surgeon was informed and threw the needle into the sharps box. There was no patient injury.